Event description:
Customer reported that the insulin pump's screen went black and the pump began to vibrate and beep. Blood glucose level was 342 mg/dl at the time of the call. Customer was advised that pump was functioning normally and troubleshooting for high blood glucose level showed normal pump function also. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.